Event description:
Information received by medtronic indicated that the insulin pump  battery retainer has completely fallen apart. Customer reported gold retainer piece was just fell out. Informed customer about battery cap replacement. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.